Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Review of the egm showed events being binned that resemble noise due to a possible fracture or insulation issue with the lead. The lead was capped and replaced.